Event description:
It was reported that the patient had been hospitalized with hyperglycemia, at (B)(6) netherlands on (B)(6) 2025. The patient's blood glucose levels reached 32 mmol/l (576.6 mg/dl) while wearing the pod between 49 and 71 hours, on their abdomen. The cannula reportedly dislodged from the infusion site. Symptoms reported include high blood glucose, muscle tension, and low blood pressure. The patient was treated with intravenous drip and insulin pen injection. The patient was released after spending 1.5 days in the hospital. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia and/or hospitalization. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.